Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified. This event occurred in the therapy initiated on (B)(6) 2014 at 00:21:02. During night drain cycle five, the patient's ultrafiltration reading was 2359ml, indicating the home patient (hp) drained 2169ml more than their maximum programmed fill volume of 1900ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. Upon conclusion of the investigation, the cause was determined to be a use error of setting the tidal total ultrafiltration (uf) removal too low. The homechoice and homechoice pro apd systems patient at-home guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during therapy. This can result in an increased intraperitoneal volume (iipv) situation." A review of the label for the product family will be conducted. Should relevant additional information become available, a supplemental report will be submitted.